Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump is noisy and gets hot.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, "the pump is noisy and gets hot¿. The unit was triaged and the customer¿s reported condition was confirmed. Due to the age of the unit no service or repair completed. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.